Event description:
The customer reported that the ventilator shutdown while in use on patient. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Attempts were made to obtain further information regarding the patient and device repair. To date no further details have been provided.

Event description:
The customer reported that the ventilator shutdown while in use on patient. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.